Event description:
Inner packing damaged. It was reported that during the surgery, opened the out-box, noted the inner packing was damaged. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned. Visual examination of the provided photographic evidence denoted that the inner and outer blister of the packaging were melted/deformed. Additionally, a portion of the package broke off. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.